Manufacturer narrative:
The field service engineer (fse) replaced the tubing fittings on the analyzer. The issue was considered to be resolved after a degasser (non-abbott component) was installed on 9/30/2019. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer questioned positive alinity I stat high sensitive troponin-I results of 83.5 and 44.9 ng/l for a patient sample (ID (B)(6)) that also tested negative at <10 ng/l twice. No adverse impact to patient management was reported. Additional discrepant results were later reported. On (B)(6) 2019: initial result of 42.1 ng/l retested at 21.1, 23.2 and 20.3 ng/l. On (B)(6) 2019: initial result of 42.7 ng/l retested at 64.8, 48.6 and 70.3 ng/l. On (B)(6) 2019: initial result of <10.0 ng/dl retested at 15.8 and 11.2 ng/l. On (B)(6) 2019: initial result of 23.3 ng/l retested at 29.5 ng/l. On (B)(6) 2019: initial result of 19.0 retested at 27.1, 25.4 and 30.8 ng/l. On (B)(6) 2019: initial result of 39.8 ng/l retested at 48.7 ng/l. On (B)(6) 2019: initial result of 16.3 ng/l retested at 13.2, 18.9 and 20.3 ng/l. On (B)(6) 2019: initial result of 30.4 ng/l retested at 34.2 ng/l. No adverse impact to patient management was reported.